Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
"It was reported that: lot: 5175979 observed quantity: 3. Observation: 3 units with particles inside. Lot: 5175979 observed quantity: 2. Observation: 2 units with particles inside additional information received on 10 jun 2026 could you please confirm the date the incident occurred (dd/mm/yyyyyy)? 04/06/2026 is the sample related to this incident available for analysis? ... Yes quantity available for collection.